Event description:
A surgeon reported that bss (balanced salt solution) came into the air line when they were switching to air during a vitrectomy surgery; only air should have come out, but irrigation solution also came out. The doctor clamped the irrigation line and the issue resolved. The case was completed without harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).